Event description:
It was reported that a patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the device data noted oversensing of noise in both treated and untreated episodes. Testing of the system was able to reproduce noise with arm and arm movements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.